Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, deformations of the outer conductor coil approx. 9 cm distal to the is-1 connector pin were observed. In this area cuttings in the insulation were found. These damages can be considered to be the root cause for the observed insulation issues mentioned in the complaint description. Based on the symptoms, it is reasonable to assume that these damages resulted from the use of medical instruments applied during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation time of about 11 months, poor sensing values and a rise in the pacing impedance were reported. A suspected insulation defect of the lead was described during the explantation. The lead was explanted but not returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at this time. The investigation will be re-opened should additional data become available.